Event description:
It was reported that the patient passed away on (B)(6) 2019. The cause of death was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricle assist system (lvas), serial number (B)(4), and the patient's outcome could not be conclusively determined through this evaluation. The account has declined to provide patient outcome information for this event due to patient privacy laws. (B)(4) has not been returned for evaluation. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Although no device related issues were reported, the IFU lists adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.